Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient began feeling unwell and experienced dizziness and nausea, which prevented him from performing a fingerstick bg check. He was unable to recall the cgm reading at that time. The patient contacted emergency services and was found unconscious upon their arrival. He was transported to the hospital; no fingerstick bg measurement was obtained by ems prior to transport. Upon arrival at the hospital, a fingerstick blood glucose reading measured 22 mg/dl, while the dexcom cgm displayed 46 mg/dl. The patient received medical treatment but was unable to recall the names or dosages of the medications administered. He also could not recall the duration of unconsciousness. The patient reported that the hospital did not remove the cgm sensor. During hospitalization, a fingerstick bg reading was 56 mg/dl, while the dexcom cgm reading at that time was 70 mg/dl. The patient was discharged in the early morning of (B)(6) 2025, less than 24 hours after admission. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient experienced symptoms. The reported glucose values fall within the a zone of the parkes error grid when the patient was transported to the hospital. The data investigation found a difference in values that falls within the b zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.